Event description:
A report was received that the pocket site was bothering the patient. The patient underwent a revision procedure wherein the pocket site was moved and the ipg was replaced per physician's preference. No malfunction suspected. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.